Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier - (B)(6). A2: age and date of birth unknown / not provided. A3: patient sex unknown / not provided. A4: weight unknown / not provided. B3: date of event unknown / not provided. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the hex portion of the abutment broke off in the patient's mouth. The lab is unsure if they will remake in ti.